Event description:
The target lesion being treated inthe index procedure was a 3.0 mm, with unk stenosis in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00 x 12 mm drug eluting stent without complication in the target vessel. The same day after the procedure while in the cath lab, the pt developed hives. There was no action taken and the reaction resolved the following day. The pt was discharged the day after the procedure on plavix and aspirin.